Event description:
It was reported that the device had a power supply issue and physical damage. The customer requested bench repair. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomed reported that the v60 had physical damage and may have been dropped. The remote service engineer (rse) emailed the customer a "quest bench" form and advised the customer to remove the battery and power cord before shipping. The rse created a work order.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The rse created a work order to perform a repair; however, no further actions were performed on the device and the source record was closed without a resolution. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.